Event description:
The manufacturer became aware of the following event through patient tracking department. Based on the information received from patient implant forms, patient underwent a mitral repair with memo 4d annuloplasty ring size 32 on (B)(6) 2022. 3 days later, on (B)(6) 2022, the device was explanted and a memo 4d annuloplasty ring size 34 was implanted as a replacement. No allegation of device malfunction nor serious injury on the patient has been received from the site regarding this event.